Event description:
Information received with return of the explanted device notes capture and sensing anomalies and rib clavicle crush. The patient experienced diaphragmatic pacing and some dizziness.